Event description:
It was reported, that the subjected device had poor connection. Exhibited error code e486. The issue was found, during setup, inspection for use. There were no reports of patient harm.

Manufacturer narrative:
Section e2/e3.: (reporters job title and occupation ) not provided. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.